Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse found lots of white film on battery bay, not on the battery¿s. Cleaned and air dusted battery bay and verified that both battery bays charged the unit. All functional and safety checks are meet to factory specifications performed and passed.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) unit¿s 1st battery is not charging. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.